Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with lumbar degenerative disc disease; scoliosis; foraminal stenosis, left l4-l5, l5-s1; lateral recess stenosis; left l5 radiculitis; lumbago and underwent the following procedures: posterior lumbar spinal fusion, l4-l5, l5-s1; transforaminal lumbar interbody fusion, l4-l5, l5-s1; outside-in foraminotomy, left l4-l5 for decompression of left l4 nerve root; outside-in foraminotomy, left l5-s1 for decompression of the left l5; laminotomy of left l4-l5 for decompression of traversing l5 nerve root; laminotomy, left l5-s1, for decompression of traversing s1 nerve root; posterior lumbar spinal instrumentation, l5 through s1 (2 screws and interventional spine bone lock facet screws; application of prosthetic device, l4-l5, l5-s1 (cage); use of allograft one (demineralized bone matrix and rhbmp-2); use of autograft bone from the same incision (lamina and facet joints). As per op-notes, ¿it was inspected and found to have good quality subchondrial bone and good end plates, at which time, a bmp sponge was placed into the anterior aspect of the disc space and l5-s1 and then a funnel was used to place demineralized bone matrix into the l5-s1 disc space. A shaver was then used to lateralize the bone graft and afterwards a cage was selected. It was packed with bmp in its center and impacted into the l5-s1 disc space in a transforaminal fashion. A same procedure was done at l4-l5 level.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.